Event description:
It was reported that during a meniscus repair surgery, t1 was implanted but t2 can't be deployed totally,then used backup fast-fix 360 to continue the surgery. The procedure was completed with a backup device and an insignificant delay with no patient injury reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the needle is bent. No ts or suture remain on the delivery needle but were returned. Examination of the construct showed t1 is bent; the suture and t2 show no abnormalities. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. No root cause related to the manufacturing process can be established.

Event description:
It was reported that during a meniscus repair surgery, t1 was implanted but t2 can't be deployed totally,then used backup fast-fix 360 to continue the surgery. The needle was bent and all the t's were removed.the procedure was completed with a backup device and an insignificant delay with no patient injury reported.